Event description:
A caller reported a malfunction on the pump, identified with malf 16. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The call was disconnected while the patient was loading a cartridge, and attempts to reconnect were unsuccessful, with a message left advising the patient to reach out if further assistance was needed.